Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer had low blood glucose, was hospitalized and insulin pump had moisture damage. Customer's blood glucose was 30mg/dl. The customer jumped into pool with insulin pump and caused fluid under the lcd display. The insulin pump stopped working and had no back-up plan and was sent to the hospital.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assembly. The insulin pump was received with corrosion at motor and vibrator motor assemblies. We were unable to perform functional test including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self-test, unexpected restart error test and displacement test due to blank display anomaly. The insulin pump was received with cracked case at display window corners, minor scratched lcd window and scratched case.